Event description:
Drill bit broke during l3-l5 decompression. Drill removed and new drill obtained and used without further incident. Broken drill given to stryker field representative. Specific product identifiers were not captured prior to hand off to stryker representative.